Event description:
Adult male presented to emergency with an injury/laceration to wrist while hunting - requiring sutures. During suturing procedure, the suture broke off the end of the suture needle. Procedure: the patient was placed in the appropriate position and anesthesia around the laceration was obtained by infiltration using 0.5% bupivacaine without epinephrine. The area was then cleansed with shur-clens and draped in a sterile fashion and irrigated with normal saline. The laceration was explored. It did involve approximately 10% of the flexor ulnar carpi tendon. I can identify any other neurovascular or tendinous structures involved. I was attempting to close the loosely with 4-0 prolene. However, when driving the needle through the skin the suture broke off the end of the suture needle. I attempted to localize this foreign body but despite extensive local dissection I was unable to localize. I think this will likely need to be done under fluoroscopic guidance as I fear I am creating more tissue damage by looking for this blindly. In addition, the patient did have a brisk bleeding vessel and direct pressure was then applied. I could not completely evaluate the ulnar nerve and artery but I do suspect either a branch or the ulnar artery itself has been involved. In addition, it appeared that the tendon to the flexor carpi ulnaris is partially lacerated also. For this reason, I did decide to abandon attempting to find the foreign body and consult with orthopedics for wound exploration and foreign body removal. Additionally, while exploring the wound had a brisk bleeder. I could not localize the vessel. A tight constrictive dressing was then applied to control the bleeding. Orthopedic surgery for wound exploration and foreign body removal was required. Surgery performed same day: wrist exploration, removal of foreign body, (ulnar nerve repair, ulnar artery ligation, flexor carpiulnaris tendon repair likely due to initial laceration during hunting). Ultimately during the ortho surgery the team found the lost needle under fluoroscopy deep to the fcu tendon; removed & discarded.